Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-27, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was not yet receiving drug (this was a brand new implant; no drug was in the catheter) via an implantable pump for non-malignant pain. On (B)(6) 2016, a catheter ((B)(4)) was implanted but then removed on the same day because it was not working. The physician wasn't able to aspirate cerebrospinal fluid (csf) from the catheter, so he opted to place a new catheter ((B)(4)) at a higher intrathecal level. Excellent csf flow was present throughout the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.